Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segments/partial display anomaly was noted during failure analysis. All buttons were functioning properly. No damage in keypad assembly noted. Inspected lcd connector and no unlocked connector noted. No frozen screen noted. No screen anomaly noted. No screen turn off time frame anomaly noted. Time advanced properly, however moisture damage found on the keypad traces. Pump had cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump¿s screen was frozen and the keypad would not respond. The customer stated they took the battery out for a minute but the screen did not turn off. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances. The customer stated that time did not advance. They inserted a new battery but the display was still stuck. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.